Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record evaluation was performed for the ac9326070 finished device, and no internal action related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate and a "contaminated equipment, arrived with obstructed packaging¿. There was no patient consequence. Additional information was received which indicated that the contamination was found on the packaging. However, when follow up question was asked to provide more details about the foreign material, the response was ¿no foreign material, packaging was open.¿ material was not used on the patient because the packaging was open. The inner bag had an open seal.